Event description:
Info rec'd indicates the bed has no function.

Manufacturer narrative:
The technician found the power control module (pcm) was not functioning. The technician replaced the pcm to repair the bed.